Event description:
The customer called to report a broken insulin pump holster. The customer then stated that she was hospitalized, and treated for a high blood glucose of 1055 mg/dl. Called the customer for more information about the hospitalization, but only got voicemail. Left messages twice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.